Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide," always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session." Per the tandem user guide,¿blood glucose values used for calibration must be between 40 to 400 mg/dl and must have been taken within the past 5 minutes.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 84 mg/dl, and the meter bg reading was 182 mg/dl. No additional patient or event information was available. Reportedly, the customer used multiple meters to calibrated their cgm and did not test the calibrate cgm within 5 min of testing. A replacement sensor was sent to the customer.